Event description:
Per independent repair center: the unit has low o2 or yellow light. The key failure is the sieve bed is defective. Additional malfunctions are the pilot valve has low ohms and the tie wraps and clamps were installed.